Manufacturer narrative:
The carefusion technical support representative advised the user facility representative that device is not a bipap device and the user facility representative responded that they are aware of that. Carefusion has requested additional information from the user facility on the reported event and status of the patient if there was patient involvement. As of (B)(6) 2015 there has been no additional information provided by the user facility pertaining to that request. (B)(4). Carefusion has dispatched a carefusion field service representative to evaluate the device and repair it if needed. The carefusion field service representative has not completed the evaluation of the device as of (B)(6) 2015. Carefusion will submit a follow-up medwatch report once the evaluation has been completed.

Event description:
The user facility representative reported that while in use on a patient in bipap, the device would occasionally exceed the peak pressure alarm setting causing the "high peak pressure" alarm to activate. They also reported that they changed the mode on the device and the patient did much better. They also stated that they do not believe that there is anything wrong with the device, but the doctor wants it checked out by the manufacturer anyway.